Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Also moisture damage was noted on the keypad traces during visual inspection. Unable to perform the following testing due to the blank display: operating current, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion, prime test, excessive no delivery test, and displacement test. The device had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call, the insulin pump would state it was full but it's not and then power off will come on by itself. Customer didn't recall her blood glucose level at the time the blank display occurred. Troubleshooting for the blank display was performed, which resulted with the display not returning. The customer was advised to discontinue use of the insulin pump, revert to back up plan, and the device needed to be returned. Customer agreed to return the device for analysis.